Manufacturer narrative:
Insulin pump was unable to prime during the prime test and motor error alarm during basic occlusion test due to faulty force sensor. No prime alarm noted during testing. The motor was tested outside the device and passed motor test. Insulin pump was unable to perform occlusion and excessive no delivery test due to prime and fill anomaly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
It was reported the insulin pump alarmed motor error and a33. Customer's blood glucose level was 243 mg/dl. Troubleshooting was performed. Customer's mother was advised to disconnect the device from the customer. Customer did not drop or bump the device prior to the alarms. Customer's mother stated the drive support cap appeared to be normal and was not press. Customer's mother was advised to discontinue use of the device and revert to back up plan. Customer's mother reported the customer informed her; the device has been alarming during manual prime for the past six months. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.